Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip at the grip base. The instrument was found to have a detached fragment. The fragment measured approximately 0.192" x 0.565" and was not returned with the instrument. The fragment originated from the broken grip. Further inspection found the remaining grip to be bent at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from excess force applied to the instrument jaws, or excessive force applied during handling, insertion, usage, or removal. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the fenestrated bipolar forceps instrument "jaws" got stuck in the "jaws" of the cadiere forceps instrument and as the surgeon attempted to separate them, one of the jaws of the fenestrated bipolar forceps instrument "snapped" off inside the abdomen. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no functionality issues noted until the instrument got stuck during a collision. The instrument was not removed during the procedure prior to the breakage. Upon final removal of the instrument, the instrument was inspected, and it was verified that it was missing the second grasping prong; there was no resistance upon removal, and there was no cannula damage or other instrument damage noted. All fragments were retrieved, which was confirmed by direct visualization. The procedure was completed robotically. No additional surgical procedure was required. No post-operative tests were performed. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.